Manufacturer narrative:
D5,6;h3,4,6;g4: added additional info. Visual inspections & results: head rotates, and trigger engaged with procock, abcd,yes; nose shroud cracked/broken, abyes,cdno; staples in nose, a(1)b(3)c(1)d(1); and staples in the track, a(6)b(5)c(12)d. Functional tests & results: cycled instrument, abcd,yes. Analysis conclusion: based upon the visual examination, inquiry info and functional test, it was concluded that the reported instrument "staples jammed" was due to a yielded cartridge nose weld on instruments a and b, which would not allow the driver to properly advance or form the following staples. No conclusion could be reached as to how the nose weld had become separated. Instruments c and d were tested and found to funtion properly.

Event description:
It was reported the devices were used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the staples of two devices fail to advance after the initial firing. The staples of the other two devices jammed and have to be removed by hand. There was no patient consequence.